Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 volts for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump consumes batteries too quickly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump requires batteries every two days. The customer received replace battery now alarm warning. The pump's battery cap was not cracked or damaged. The customer¿s pump had alarmed low battery few hours before replace battery alarm. The customer stated on the phone they are displeased with pump. The insulin pump will be returned for analysis.